Event description:
Customer reported an erroneous high accutni (troponin I) test result was obtained for one patient sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 13x100mm plastic grenier lithium heparin tubes and centrifuged for fifteen minutes at 3000 at 20 degrees c. Accutni quality control (qc) was within established ranges prior to the event. A system check was run and was "ok". On (B)(4) 2009, the field service engineer ran a high sensitivity system check which passed with instrument specifications all repair were verified per established procedures and all results met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.